Event description:
It was reported the pen was cracked with a bd pen ii omnitrope¿ pen 10. The following information was provided by the initial reporter: consumer called in to report that her son omnitrope ij 10mg/1.5ml 1x1car dosage pen was cracked. Consumer also stated that the pen was a replacement pen. Consumer stated she received two replacement pens last time so the patient is still able to take his medication. Consumer stated she just would like another pen.

Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the complaint sample revealed a broken vial retainer. The root cause of the broken vial retainer is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the pen was cracked with a bd pen ii omnitrope¿ pen 10. The following information was provided by the initial reporter: consumer called in to report that her son omnitrope ij 10mg/1.5ml 1x1car dosage pen was cracked. Consumer also stated that the pen was a replacement pen. Consumer stated she received two replacement pens last time, so the patient is still able to take his medication. Consumer stated she just would like another pen.